Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's mother also reported that they received a no delivery alarm but it was resolved by changing the reservoir. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother did not state that the high blood glucose was treated. The reservoir will be returned for analysis.